Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the charged coupled device (ccd) unit broken during user handling. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: - inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The evis exera ii bronchovideoscope was a loaner device returned with no information. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was no image. The report is being submitted due to there being no image found during evaluation.